Event description:
Reporter alleged after obtaining a blood glucose result of 78 mg/dl on her aviva system, the paramedic measurement was 23 mg/dl when testing was performed at the same time. Reporter stated, she took her sliding scale amount of insulin prior to the comparison however, the result which the insulin was based upon is not known. Reporter indicated, she was not able to recall if she was experiencing any hypoglycemic symptoms during the alleged incident because, she awakened to find the paramedics and a relative with her when the testing was performed. No other actions were reported taken or treatment reported received. A request was made for the return of the suspect device and replacement product was sent.